Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, leak and pressure tested. Both cylinders presented buckling folds in the proximal end of the cylinder. Additionally, the cylinders had wear at a fold in the middle of the cylinder. Both cylinders passed the leakage and pressure tests. Based on the information available and analysis results, the reported clinical observation of fluid loss could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, fluid loss was noted; however, its source was not detected. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, fluid loss was noted; however, its source was not detected. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, leak and pressure tested. Both cylinders presented buckling folds in the proximal end of the cylinder. Additionally, the cylinders had wear at a fold in the middle of the cylinder. Both cylinders passed the leakage and pressure tests. The reservoir was visually and microscopically examined not identifying any abnormalities. Leakage testing was performed, there were no leaks identified on the reservoir. Upon visual inspection of the pump, it was noted that the kink resistant tubing (krt) was worn to the filament; however, the component passed the leak test. Functional testing of the pump revealed that the component did not pass the activation tests 2 and 3. Based on the information available and analysis results, the reported clinical observation of inflation issues was confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery being booked due to fluid loss being suspected. There were no patient complications reported.